Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v093463, implanted: (B)(6) 2008-, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that they were not able to adjust stimulation. Display showed "call your doctor" icon. There was a por (power on reset) condition following a cardioversion today. Hcp (healthcare provider) stated that all precautions were taken to protect the device and patient had turned ins off before procedure. Additional information received noted that the cause of the event was external cardioversion for atrial fibrillation. Regarding abnormal impedance measurements, it was noted: unsure, adjustments made by manufacturer's representative. No clinical notes detailing program changes. Normal battery depletion was noted. Surgical revision was to be scheduled - new ipg, revision of leads. Signs and symptoms included assistance needed to turn ipg on. Battery life low. Hospitalization was not required. Other information noted: needs revision with new ipg due to extremely low battery life per manufacturer's representative who assisted the patient.